Manufacturer narrative:
(B)(4): device evaluated by manufacturer - additionalthe returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code.the root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.